Event description:
The patient reported loss of therapeutic effect, leakage of bladder at night and potential urinary tract infection (uti). The patient experienced burning and itching when she urinates and that she received some cream from health care provider (hcp) before and she finally found it and that seemed to help. The patient stated didn't know the implantable neurostimulator (ins) was for kidney's ". The hcp was not notified of the symptoms of burning or itching. Additional information received later indicated that patient received assistance from their manufacturer or health care provider and their concerns were resolved. The patient also mentioned did not have concerns with their device or therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0suy2, implanted: (B)(6) 2015, product type: lead. (B)(4).